Manufacturer narrative:
The insulin pump was received no button response due to flattened act button dome switch. Also received with minor scratched lcd window, scratched case, scratched reservoir tube window, and scratched keypad overlay.

Event description:
It was reported the customer received a keypad anomaly. The customer's mother stated their act button was unresponsive and hard to press. Customer's blood glucose was 364 mg/dl. The customer's mother could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.